Manufacturer narrative:
Additional information: d9, g3, h2, h2. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Related manufacturing ref: 2030404-2021-00084. During the procedure, it was noted that the catheter tip was fractured. The catheter was exchanged and the same issue was noted. Another catheter was used to complete the procedure with no consequences to the patient.